Manufacturer narrative:
Findings: unit passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime test, excessive no delivery test and dat test at 0.08760 inches. No prime/fill anomaly, bolus anomaly or basal anomaly noted. The motor functioned properly during testing. No motor anomaly noted. The motor was tested outside the device and passed. Unit uploaded properly using carelink pro. Unit had cracked battery tube threads, cracked belt clip slot and cracked reservoir tube lip. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4). A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications.

Event description:
The customer reported via phone call that they were hospitalized due to high blood glucose on (B)(6) 2017 with blood glucose of over 600 mg/dl. The customer was wearing the insulin pump during the hospitalization. Troubleshooting was performed. The drive support cap appeared normal. There were no leaks or air bubbles. There were no site or insulin issues. The device settings were correct. Customer mentioned the insulin had squirted out before. The product was returned for analysis.